Event description:
It was reported that intermittent malfunction alarms occurred and that the pump indicated a data log corruption. Additionally, the customer experienced a low blood glucose (bg) level of 28 mg/dl resulting in the customer losing consciousness; cause was not known. At the time of the reported event, the customer had not treated the low bg. The customer's wife called an ambulance, and the medics administered intravenous glucose to address bg. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.